Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 2.50mm x 30mm emerge¿ balloon catheter was advanced for predilation. The first dilation was done at 10 atmospheres and the second dilation was done at 14 atmospheres. However, upon the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 3.0×20 non-bsc balloon. No patient complications were reported and the patient's status was good.